Event description:
It was further reported that the when the analyzer cable was plugged in there was noise so it was not used. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not confirm the customers comment that the programmers analyzer was not working because it was not returned. Analysis was unable to confirm the programmer would display "lost communication" when entering the analyzer function of programmer; several know good analyzers functioned as required with programmer; replaced analyzer bay and flex tape as a preventative as a result of this finding. Power cord bay was broken - replaced power cord bay assembly. Keyboard was missing a screw - found screw inside device - reinstalled screw. Both keyboard slide rail covers were broken - replaced both keyboard slide rail covers. Right keyboard hinge was broken - replaced keyboard hinge. System fan was noisy - replaced system fan. Replaced and calibrated the link electronic module (lem) printed circuit board (pcb). One hinge plate screw was missing - installed and secured hinge plate screw. All salvage material used was inspected per applicable requirements. Inspected circuit boards and mechanical parts. Reconfigured hard drive, reloaded and updated software. Programmer passed all final functional and systems tests. Additional information: a1, b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers analyzer was not working. Another analyzer was used but did not resolve the issue. The programmer displayed the message "lost communication". The programmer was returned for service. No patient complications have been reported as a result of this event.